Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the pre-shaped mesh may have caused or contributed to the staph alleged infection. Additional information has been requested. With the information provided at this time, no conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the prosthesis." Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(6)): on (B)(6) 2017, the patient had a tension-free repair of the right groin under epidural anesthesia. During this procedure the patient was implanted with a davol pre-shaped mesh. As reported the surgical procedure went smooth. On (B)(6) 2017 an incision infection was identified and the patient underwent a procedure to open the wound, strengthen dressing and apply anti-infective treatment. Wound secretion was sent for examination and culture.